Event description:
It was reported that the customer had high blood glucose of over 600 mg/dl and dka. Caller stated that she was able to bring the blood glucose down with a manual injection. Caller stated that the customer's insulin pump was malfunctioning, because the bottom part of the insulin pump has broken off. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump returned with detached end cap and motor cable connector was disconnected. Unable to perform basic occlusion, occlusion, prime, excessive no delivery and displacement test due to broken end cap. Cracked battery tube threads and scratched display window noted.